Manufacturer narrative:
Product is scheduled to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, inspect before each use, check for broken stitches or parts; or torn, cut or frayed material; do not use soiled or damaged products. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). Pending product return.

Event description:
Customer reported the velcro was broken during its initial use. The date the issue was discovered is no known and not patient injury was reported.

Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
The device was received in with the box stitch torn from one of the foam cuff. This failure would result in the product being non-functional. Functional testing was performed on the remaining strap and the strap was able to passed testing. The root cause for the detached strap could not be determined. Historical data found similar reports of the trach ties coming apart and excessive force was confirmed as the root cause of the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #2019-00012.